Manufacturer narrative:
Hill-rom technical support suggested replacing the right side rail assembly. Per the hill-rom service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: side rail latching mechanisms. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail was not latching. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).